Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with two unspecified mentor implants. Post-operatively, the patient suffered left breast capsular contracture (baker grade IV) and right breast implant bottoming out. As a result, the patient underwent bilateral removal and replacement with two 455cc uhp mentor smooth round silicone gel implants on (B)(6) 2022. This medwatch form is for the left breast prosthesis. The product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
On february 10, 2022, mentor became aware that it was erroneously indicated in the initial report sent, that the device was not labeled for single use. The proper answer has been populated. Section h 5. Labeled for single use, was updated to yes.